Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged experiencing difficulty breathing and shortness of breath at night. In addition, the patient reported that they felt like they were "smothered". There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 01, 2022, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged experiencing difficulty breathing and shortness of breath at night. In addition, the patient reported that they felt like they were "smothered". There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer service centre for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was zero error code found. The manufacturer service centre concludes that there was visible foam degradation and unit passed final testing. Section h6 updated in this report. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid, component code grid has been updated.

Manufacturer narrative:
In the previous report, the manufacturer missed to capture legacy complaint ID and in box h device evaluated by mfg. The following correction has been corrected in this report. In general information legacy complaint ID was updated. In box h device evaluated by mfg was updated.